Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Lt was reported that introducer needle fractured while in the body. The customer¿s blood glucose level was unknown at time of incident. The customer reports little bit of blood at the site. The customer did not receive medical treatment as a result of the needle fracturing while in the body. The sensor will not be returned for analysis.